Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was 295 mg/dl. Additionally, it was reported that the customer experienced an elevated bg of "high"; although specific level was not provided. Cause of elevated bg was unknown. A correction bolus via the pump was delivered to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.